Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, tip of the harmonic ace instrument broke and fell inside the patient. The customer was able to retrieve the fragment in the same procedure. The fragment and the instrument will be returned for evaluation. They were dissecting when the fragment fell inside the patient. There was no tip or instrument collision. The wrist of the instrument was straightened upon removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained additional information on 15-nov-2021. The instrument was inspected in the normal pre-operation inspection and nothing out of the ordinary was noted. The instrument was used for approximately 1.5 hours. The fragment was retrieved by the bedside assist using a laparscopic instrument. Both the instrument and the fragment were given to the materials department to complete the return. No injury was observed to the patient at the time of the issue. He was not aware if any post-operative tests were performed to verify all fragments were retrieved and he was not aware if the patient had experienced any post-surgical complications related to the issue. The robotics coordinator was not able to provide any patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A procedure log review confirmed that the console surgeon performed 1 hysterectomy procedure on (B)(6) 2021 on system (B)(4). The harmonic ace instrument that was used was part # 480275-08 / lot # l90210823-0323. A review of the instrument log of the harmonic ace associated with this event has been performed. The alleged event occurred on the initial use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient. The customer was able to retrieve the broken fragment in the same procedure. There was no report of any injury to the patient. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.